Manufacturer narrative:
H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code c20 - the device remains implanted and, therefore, was not available for direct analysis by gore. Gore imaging evaluation: the imaging evaluation performed by a clinical imaging specialist showed the following: two time-points available for evaluation: pre-gore implantation cta dated (B)(6) 2026 and post implantation cta dated (B)(6) 2026. The cta dated (B)(6) 2026 shows: there is a non-gore device in the abdominal aorta and common iliac arteries. There does not appear to be a dissection in the dta or thoracic aortic arch. The cta dated (B)(6) 2026 shows: image shows a tambe device is implanted in the dta and extends into the non-gore device in the abdominal aorta. There is a dissection of the descending thoracic aorta at the level of the implanted tambe device and proximally. Axial imaging shows the dissection in the distal aortic arch. The dissection extends to a level ~4mm distal to the distal lsa border. The tambe device appears to be compressed in the true lumen but remains patent. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2026, the patient underwent an endovascular procedure to treat a thoracoabdominal aneurysm utilizing gore® excluder® thoracoabdominal branch endoprosthesis (tambe). On (B)(6) 2026, the patient developed an acute type b dissection with pain and malperfusion. The dissection was immediately adjacent to the proximal end of the tambe device and went to the left subclavian artery (lsa). On the same date, the patient underwent a reintervention procedure to treat the dissection. Two gore® tag® conformable thoracic stent grafts (ctags) were implanted from the vertebral artery, which originated directly off the aortic arch proximal to the lsa, and extended down to the gold band inside the proximal tambe device. The physician then lasered through the proximal ctag from the lsa and implanted a gore® viabahn® vbx balloon expandable endoprosthesis as a fenestration to preserve blood flow into the lsa. On the completion angiography, the malperfusion and dissection were resolved, and this was confirmed on ivus as well. The physician believes the cause of the dissection occurred when he constrained the tambe device and pulled it down during the initial procedure. The patient does not have a history of previous aortic dissection. The patient tolerated the reintervention procedure.